Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as cutting into the skin, burning and irritated under the breast area, with no indication of open or broken skin. The patient¿s nurse advised using a calmoseptine ointment for the rash. Outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.